Event description:
It was reported that the lead exhibited unacceptable threshold and high impedance. The lead was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reason for return of the lead was due to high impedance and unacceptable threshold. It was found that the helix was retracted and clogged with tissue which may have contributed to the complaint. After cleaning and extension of the helix, all electrical readings were normal and no anomalies were noted, (B)(4).